Manufacturer narrative:
H2: additional information was received. The vendor analysis confirmed the battery fault. The battery, enclosure, and ir window were replaced and the component functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an optical localizer faulted message in the application and amber light was illuminated on the camera. Issue was found with (B)(6) (camera cart) connected to (B)(6) (main cart). Technical services (ts) had manufacturing representative(rep) open network device interface (ndi) toolbox and found: bump detector battery fault, return for service. Bump detected, accuracy assessment recommended. Storage temperature exceeded. No patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4), h6: a medtronic representative went to the site to test the equipment. Hardware was replaced. Codes b01, c02, c08, and d02 are a pplicable to this analysis. H6: the camera, lot number: p902957, was returned to the manufacturer for analysis. The returned positioning sensor unit (psu) h ad scratches on the housing and lenses. Event logs report intermittent firmware incompatibility, intermittent faults indicating illuminator voltage measured lower than recommended operating voltage. There was a battery voltage low message, along with bump detected and storage temperature exceeded alerts. The psu failed an accuracy test (aak) at .717mm, with a passing threshold of 0.250mm. The reported event could be duplicated by medtronic personnel. Codes b01, c02, c08, and d02 are applicable to this analysis. H6: a1102 - error messages a05 - localizer faulted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.